Event description:
It was reported post op a gastric band procedure in 2008, the pt was hospitalized with abdominal pain. It was observed by radiography the injection port was disconnected. A surgical intervenion was performed in replace the injection port. There were no reported pt complications.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.